Event description:
Elevated troponin (accu tnl) results from a single patient. The accu tnl result was 7.4 ng/ml and was reported out of the lab. The customer re-tested the patient original sample for accu tnl, and the result was 1.14 ng/ml. The customer then re-spun original sample and re-tested for accu tnl 2nd time; the result was 0.16 ng/ml. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.